Manufacturer narrative:
During subsequent follow-up with the reporter, additional information was obtained. The reporter clarified that there were two battery casing devices also involved in this event. Therefore, the battery casing devices has been included in this event. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition of the battery contact connection issues was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the battery device was received with visible scratches and dents consistent with normal use. A visual and functional assessment was performed which found that the battery was functioning properly. During repair, it was also observed that the device was functioning properly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4).the reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 6 for the same event: it was reported from (B)(6) that during an unspecified orthopedic surgical procedure, it was discovered that two small battery drive devices stopped working when they were held in a certain way despite which of the four battery devices were inserted for use. It was further reported that the devices were having connection issues. According to the reporter, two of the battery devices were not working properly. It was reported that the event occurred during use on a patient. It was not reported if there were any delays in the surgical procedure or if spare devices were available. It was reported that a piece of the device did not break and fall into the patient. There was no human patient involvement as the device was a veterinary device. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.